Event description:
It was reported that the customer had a no delivery alarm and bent cannula on the insulin pump. The customer's blood glucose level was 350 mg/dl. The customer reports they are unable to troubleshoot at time of call. The customer was advised to change infusion set. The customer was not advised to call when alarm occurs to troubleshoot as customer found the issue to be bent cannulas.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.